Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient condition was good.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 15mm from the tip of the device, there was a partial circumferential tear. Product analysis confirmed the reported burst, as there was a partial circumferential tear.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient condition was good.